Manufacturer narrative:
A medtronic representative inspected the navigation on site and the issue could not be replicated. The system performed as intended. All testing passed. It was not possible to determine the cause as the issue could not be replicated. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case of the l2-l5, an inaccuracy occurred. It was reported that after placing 7 screws and taking a confirmation spin, it was reported that only 2 of the screws were accurate and one was in the l1 on the left. Only the pedicle access kit (pak) needle and solera 5.5 tab were navigated and both instruments were reported to be accurate. At one point, a mallet was used on the pak needle. It was also reported that a screw was missed on one level. The suggestion was made to re-spin, but this was not performed. It was reported that some trajectories of the screws were pointed superior and some inferior. The 5 screws were pulled and the patient was opened to replace the screws using a c-arm. There were no reported breaches in any direction. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was affected by this issue and the procedure was completed without navigation or medtronic imaging. No additional information was available.